Manufacturer narrative:
This complaint was initially submitted to FDA via asr report q2 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report. The device was returned, and analysis complete on 14jan2020. Device evaluation: the ams 800 device was visually and microscopically inspected. There was a leak in the cuff shell that was the result of wear and fatigue at a corner of a fold. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The ams 800 pressure regulating balloon was visually and microscopically inspected. No leak was found. The balloon was not functionally tested due to the confirmed cuff leak.

Event description:
It was reported the patient had an artificial urinary sphincter implanted in (B)(6) 2016 and returned to the physician due to recurring incontinence from "probable urethral atrophy." No further patient complications were reported in relation to this event. Additional information received indicated that the cuff and balloon components were replaced.